Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The procedure treated the 98% stenosed target lesion located in the severely tortuous proximal right coronary artery. After pre-dilation, a 2.5x24mm promus element stent was advanced for treatment but the balloon ruptured during inflation. The balloon was removed intact. The procedure was completed with a different device. No patient complications occurred and the patient status is good.

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The procedure treated the 98% stenosed target lesion located in the severely tortuous proximal right coronary artery. After pre-dilation, a 2.5x24mm promus element stent was advanced for treatment but the balloon ruptured during inflation. The balloon was removed intact. The procedure was completed with a different device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older.device is combination product.(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found a pinhole leak just proximal to the proximal end of the stent. Proximal stent damage was identified. Struts on the first row from the proximal edge were raised distally. No issues were noted with the tip profile that could have potentially contributed to the complaint incident. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).